Event description:
It was reported, that a patient presented to clinic for pocket revision. The patient's skin has become thin and the pacemaker (pm) was visible. The physician elected to place the pm in a tyrx pouch and reposition the pm. The patient condition was stable before, during, and after the procedure.